Manufacturer narrative:
The device was returned to stryker for evaluation and review of the device's software log verified the device went into "not ready" status during a software upgrade and started continuously rebooting. This is indicative of the software upgrade being interrupted. After clearing the resulting errors, proper device operation was observed. The root cause was determined to be the operator interrupting the software update by opening the lid. This device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't complete it's boot up cycle. As a result, defibrillation therapy may be delayed or unavailable, if needed.